Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's replacement surgery has not been scheduled. A lead revision will take place if it is needed. The lead that has migrated was (B)(4). The current status of the device is to be tested per patient request both leads may need a revision when the battery is replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the left lead mid to higher t8 did not shift. The right lead shifted caudal to mid t9. The ins is at end of service (eos) from normal use. A possible lead revision will be scheduled with the battery replacement. The date is unknown as of now. The reason for the lead migration was not given or unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins quit working, and for some reason they went back to their hcp office and they took an x-ray on the ins and discovered that 1 of the 2 leads had moved about two to two and a half inches out of place from where they were implanted. The caller stated that with the one lead they can get a lot of relief on the number two setting, but the side where the lead is out of place they had to turn it up to 8. The caller stated that they feel that had to do with why the ins went out so fast. The caller sated that they went to the healthcare provider (hcp) a few months ago and they were recommending a new ins and a new lead placed. The caller went to the orthopedic doctor and they were told that the lead was not out of placed and only a quarter of an inch away from where it should be implanted. The hcp will only replace the ins, not the leads. The patient stated that the ins quit working about a year ago. Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient in (B)(6) 2018 and had an office visit with the nurse practitioner. At that time the patient's ins had reached end of service through normal use. No further complications were reported or anticipated. Adverse events were necessary to report. The replacement procedure was sent for approval and to the rep's knowledge the replacement is still pending. The rep did not recall imaging being taken and they have no knowledge of the healthcare provider (hcp) planning anything with the leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.